Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was unknown. Customer was able to clear the alarm. Fill cannula was not recorded in daily history. The troubleshooting was performed for the pump error alarm. The customer was advised to discontinue use of the insulin pump revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.